Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient correspondence: patient reported the following on the patient ambassador website: pain has made me stop all activities after surgery. I can't walk. The pain of the surgery has made it worse. Had to have my knee re-done 3 times. Life after surgery has been terrible, absolutely the worst! Don't do it! My knee has had to be replaced 3 times. This is the most painful experience I have had in my life! Update 2/11/2016- it has been confirmed that patient complaints submitted on the patient ambassador website are from true depuy patients. Therefore, this complaint is being completed now. It is unknown which products were revised at the surgery referenced in the patient's statement. Follow-up is being conducted to receive product information and medical records from the patient. If additional information is received, the complaint will be updated at that time.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.